Event description:
New information notes that the lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that in (B)(6) 2014, the left ventricular lead exhibited loss of capture in the bipolar configuration. The patient was brought back to the clinic on (B)(6) 2014, ventricular bipolar capture was observed. The lead remained implanted.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. An insulation abrasion exposing the re cable was noted on the distal segment of the lead at 4.6 cm to 4.9 cm from the distal tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.